Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 3013394970-2021-00156, for the third device reported that was used on the same patient see MDR 3013394970-2021-00157, and for the fourth device reported that was used on the same patient see MDR 3013394970-2021-00158.

Event description:
The user facility reported that the whole angio-seal device came out of the artery and that it seemed to be a handling issue. Vcd specialist will visit the customer when possible. Another angio-seal was used, same problem. There was no significant loss of blood. Procedure performed was a percutaneous transluminal angioplasty (ptca). Hemostasis was achieved by manual compression, standard time till hemostasis was achieved. A pre-deployment angiogram was performed. The estimated blood loss was it less than 250cc. The patient condition was stable. There was no other equipment or devices being used with the reported product. Additional information was received on 10march2021: it was confirmed that the occurrence happened four consecutive times, with four angio-seal devices, attempting to close the same entry site, with the same patient and procedure. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, and to update section h3. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions code 11 has been referenced in section h6.

Manufacturer narrative:
This report is being submitted as follow up no.2 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device was received for product evaluation. The carrier tube assembly was received along with two sections of the shaft of the hemostasis sheath. No other components were returned. Upon visual analysis, blood like substance noted on the carrier tube. The bypass tube was not returned, and the anchor and collagen were not present. The deployment sleeve of the device was in full rear lock position and the colored bands were exposed. The end of the suture appeared to be cut with a sharp object. Two sections of the sheath shaft were returned and appeared to be cut with a sharp object. No other anomalies were observed. The complaint can be confirmed for pullout. The likely root causes for this issue may include an obstruction to the anchor posting to the distal tip. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).